Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that some of the cannulas on her insulin infusion headsets are bent prior to her inserting them in her body. She stated this has occurred with the last box of infusion sets. She stated she disposed of the headsets at issue. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.